Event description:
The customer reported via phone call that the insulin pump had been dropped in the toilet and exposed to clear water. The customer stated that she retrieved the device immediately, but it stopped working. The customer's blood glucose was 125 mg/dl. She attempted to remove the battery and reservoir to dry the insulin pump for a few hours, but this did not resolve the issue. She stated that she was able to start the prime process at first, but the screen went blank. She stated that the display went blank immediately after the insulin pump was exposed to water. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.